Event description:
The pt received the scs system (B)(6) 2011. It was reported the pt's ipg was explanted as the pt had been unable to locate the ipg using the pt programmer and the charging system. No further pt complications were reported. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.